Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. After a non-bsc guide wire crossed the lesion, pre- dilatation was performed by a non-bsc balloon catheter. Following dilatation, a 6mm/12cm eluvia stent was placed and a 5.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for post dilatation. However, the device was unable to cross the distal part of the stent. The device was removed and a 3mmx4cm coyote balloon catheter was advanced to perform dilatation in the area of the stent where the device was unable to cross. The 5.0mmx100mmx150cm sterling balloon catheter was re-advanced; however, during the first inflation the balloon ruptured. Post dilatation was performed with a new 5mmx10mm balloon and the procedure was completed. No patient complications were reported.